Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on an unknown date.two days post-procedure, the patient presented with pain on her right side, and was taken back to the operating room. The physician discovered that the patient's right ureter was kinked after noticing that she could not pass a stent easily, and attributed the kinking to pulling the uphold mesh leg too tightly during placement. The physician loosened the mesh leg, which resolved the patient's complications. The patient is reportedly doing well following this.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.